Event description:
Patient (pt) had 2 events of sudden tracheostomy cuff failure with a shiley covidien 6cn75h 7.5mm i.d. 10.8 mm o.d. Tracheostomy tube. Pilot balloon would not stay inflated on a ventilated pt last night shift and again this morning. This resulted with both events, requiring an emergent tracheostomy tube replacement. In this morning's event, I investigated the pilot balloon and noticed that the pilot line had detached from the syringe port internally within the pilot balloon. The cuff inside the pt was still intact, upon investigation after its emergent removal and stabilization of the pt, and a replacement cuff repair kit demonstrated that the cuff inside the pt was not at fault for the tracheostomy tube cuff failure. Additionally, I visibly noticed that the pilot line was detached inside the pilot balloon and was thus the cause of the failure. The fact that this occurred twice inside of 24 hours to the same patient is very concerning. Doctor noted that we have had other tracheostomy tube failures recently and it is likely they are experiencing the same manufacturer problem.